Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Record was missing the primary UDI information and therefore unable to be transmitted due to system restrictions. Corrective action - added primary UDI information to record. Preventative action - reminded team members to review records within entirety and update any missing any information.

Event description:
Implant failed to osseointegrate